Event description:
Near the end of a turp procedure, the beak of the sheath broke off in the pt. Doctor was planning to immediately retrieve the piece but at that time the pt's condition was unstable and the blood pressure was dropping. The procedure was aborted immediately. Hospital stated that the pt's unstable condition was not caused by the broken plans to rescheduled the pt at a later date to retrieve the broken piece.